Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reported her daughter had high blood glucose. Customer's blood glucose was 423 mg/dl. It was not reported how she treated. Mother stated the high was due to no delivery alarms. Customer had called in and was advised of proper site methods. An infusion set change resolved the issue. A replacement device was sent. Nothing further reported.